Manufacturer narrative:
UDI ¿ (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition that the upper trigger of the small battery drive device was missing, and the device was also making an unusual noise was confirmed. An assessment was performed and it was observed that the upper trigger was missing, the device was making an unusual grinding noise, and the output power terminal wires had been tampered with suggesting unauthorized repair/modification (tampering) by the customer or third party. The assignable root cause of these conditions was determined to be due to improper handling (missing upper trigger), normal wear over time (noise and component damage), and user misuse (from tampering). A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pretesting, it was observed that the upper trigger of the small battery drive device was missing, and the device was also making an unusual noise. During in-house engineering evaluation it was observed that the upper trigger was missing, and the device was making an unusual grinding noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.